Event description:
It was reported that this implantable pacemaker was explanted for premature battery depletion (pbd). No information if the device was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was explanted for premature battery depletion (pbd). No information if the device was replaced. No additional adverse patient effects were reported.